Event description:
Hospital reported that an endotracheal tube collapsed during use. The tube was in place for 2 days without incident. The patient was intubated with a second et tube which the hospital reported to fail immediately (balloon deflated). The patient was intubated with a third et with no problems. The patient experienced a full cardiac arrest during the second intubation. Patient recovered from cardiac arrest and hospital personnel proceeded with the 3rd intubation.

Manufacturer narrative:
Multiple attempts have been made to finalize report details with no success from the reporting hospital. Currently, batch lot #s are not known as well as samples have not been definitively located and forwarded for evaluation. Teleflex medical will continue to try and obtain information and samples.